Event description:
It was reported that during a coronary stenting treatment procedure, the catheter froze on the wire. The physician advanced the 2.5x20mm express2 monorail coronary stent delivery sys (sds) over the non bsc wire and they could not move the catheter back over the wire to reposition. The device was successfully removed with the wire from the pt, and the physician rewired the non bsc wire and completed the procedure with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".